Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The safety was observed to be broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a robotic lap left colectomy procedure, the stapler misfired. The staples came out without the sur geon pushing the button. There was no patient harm. Another device was used to resolve the issue.